Event description:
The customer reports that while attempting to perform a qa test run, the qa test tool fitted in the mechanics fell out onto the table and left aps y axis fell below its scaled limit of 160. Service engineer arrived on site and confirmed that the scale had travelled beyond its limit of 160 and was resting on the angled portion of the flex cover but was able to manually drive the y axis to within normal range. However, because of reliability, the mechanics could not be determined nor could determine the cause of the problem, replacement of mechanics and computer was performed.

Manufacturer narrative:
Investigation is on-going so follow-up reporting to this MDR will be provided to FDA upon completion.